Manufacturer narrative:
The insulin pump powered up properly after the battery installation. The pump was received with operating currents within specification and no low battery alerts noted. The pump passed the self test, unexpected restart error test, rewind, basic occlusion test, and displacement test. However, they were unable to prime the pump during the prime/compromised force sensor system test due to a faulty force sensor resistor. The pump was received with minor scratches on the lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a low battery life on the insulin pump.